Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a shocking sensation. The patient had the system since 2016. They were lying to bed and rested but had to go to the toilet when they coughed and felt that they should be vomiting. Once in the bathroom, they got a "hot kiss," a high-power stimulation, that sat in until they got to the kitchen where the remote control was able to turn off implantable neurostimulator (ins). The patient was handicapped after a stroke with weakness on the left side. Control of the system showed normal impedance values. They enables the ins via clinician programmer and patient remote. They shut the amplitude to max 7 volts. No further complications were reported/anticipated.